Manufacturer narrative:
No service was requested. The ventilator was repaired by the user facility who reportedly replaced the o2 gas module. The replaced part was not returned. The evaluation of the received device logs confirms the reported alarms for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the actual ventilation period. Since the ventilator passed functional tests and no parts were returned for investigation, the root cause of the generated alarms has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: 453930